Event description:
In 2007, abbott point of care was contacted by a customer who reported that on the same day, an I-stat chem8+ cartridge yielded a hematocrit result of 25% pcv. A sample was tested the same day, using lab instrument yielded a result of 29% pcv. No treatment was administered based on the I-stat hematocrit result of 25% pcv.